Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Voluntary medwatch (mw5075566) received from FDA providing the following information: "additional information received from a consumer on 2017-sep-27, reported the patient was unresponsive, overdosed, and had seizure-like activity resulting in hospitalization. No further complications were reported/anticipated." Date of event on voluntary medwatch report is (B)(6) 2018.